Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported adverse impact to the customer¿s blood glucose level. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer.